Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: nausea, blurred vision, streaks in vision, headaches, weakness, faintness, passed out. A patient reported they were unable to test on the meter. Their meter allegedly would only prompt clean test area message. The result on their meter was unable to test. There was no comparison. Treatment was unknown. Customer went to the doctor. No further information has been reported.